Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15330. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited high capture thresholds. A chest x-ray was performed and lead dislodgement was confirmed on both the patient's right ventricular and right atrial lead. The dislodgement event was determined to be due to excess movement of the patient's leads and device. The right ventricular lead was attempted to be repositioned but was unable to due to the helix failing to deploy and was explanted and replaced. The right atrial lead was successfully repositioned on (B)(6) 2019. The patient's condition was stable throughout the event and did not suffer any adverse consequences before, during, or after the event.